Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing post-operative bleeding after a trial procedure. The physician punctured the dressing and drained the blood. It was noted that the event was procedure related. The patient underwent a revision procedure wherein leads were implanted for better coverage. The patient was doing well post operatively.